Event description:
It was reported while using bd micro-fine¿+ insulin syringe there was a mix of products in a pack. There was no report of patient impact. The following information was provided by the initial reporter: customer has purchased two boxes of these syringes from us but they contain syringes that are already partially filled with a certain liquid so the customer finds these syringes no longer reliable.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿+ insulin syringe there was a mix of products in a pack. There was no report of patient impact. The following information was provided by the initial reporter: customer has purchased two boxes of these syringes from us but they contain syringes that are already partially filled with a certain liquid so the customer finds these syringes no longer reliable.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer returned three photos of 30gx8mm bd syringe. The customer reported two boxes of these syringes are partially filled with a certain liquid, so the customer finds these syringes no longer reliable. The photos were examined, and it¿s very difficult to see any liquid inside of the syringes based on the photo since both the reported liquid and syringes are both clear. However, the reported issue of foreign matter in syringe will be noted as confirmed so the manufacturing site will be made aware and can investigate further. A review of the device history record was completed for batch # 2143356. All inspections were performed per the applicable operations qc specifications. Based on the photos received, embecta was able to confirm the customer¿s indicated failure of foreign matter in syringe. Since there was no root cause found, there is no corrections for now.